Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose levels (15 mmol/l) on (B)(6) 2026 for about seven hours which was treated with bolus via pump and infusion set was replaced. The event occurred during normal use of infusion set. No further information available.